Event description:
It was reported that the user awoke to a blood glucose of 209 mg/dl on the ilet and contacted support; the agent reviewed available reports, could not determine a cause, and assisted the user in updating a significant weight change on the device. Symptoms included hyperglycemia without reported complications. Outcomes included user-led monitoring with spontaneous downward trending to 205 mg/dl by the end of the call and no alarms or hospital care. Investigation included remote data review and user interview, with education and troubleshooting provided. Investigation of this case revealed no device malfunction, no alarms, and a potential contributory factor of recent weight loss and reported frequent cigar use, while the specific root cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.